Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported by a cord blood processing laboratory that while a unit of cord blood was being transferred from the plasma bag component of the device using a plasma extractor, the technician noticed that the transfer set tubing connected to the transfer bag to the started dripping plasma. Extraction was stopped and the unit was transferred to the transfer bag component of a new device. The bag was recentrifuged, extracted and processed without further incident. Approximately 6 ml of plasma was lost during the process because of the leak. The reporter has reviewed the equipment and procedures used in the processing and does not believe that the device was damaged at the processing facility.